Manufacturer narrative:
Other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, an issue was found with the back-up capacitor which will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was an error 1720. This occurred during testing. There was no patient involved.